Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, customer was unable to click the single port (sp) instrument arm drape cover ring onto the patient trolley during the first step of the dressing process. The black markings did not align with the ring. Customer restarted the robot and re-extended it, but the same problem persisted. After creating a new cover, the dressing and clicking onto the ring worked perfectly. The procedure was completed with no reported injury.